Event description:
Customer reported an rh discrepancy on galileo. A pt sample typed as o, rh positive in manual tube testing, but typed as o, rh negative on the galileo. Customer tested the sample manually using anti-d series 4 and 5 and received 4+ and 3+ positive reactions respectively. The sample was repeated on the galileo and typed as o, rh negative. Weak d testing was performed on the galileo; an invalid result was received because the monoclonal control was positive.

Manufacturer narrative:
The customer sent a sample for investigation testing. Fwd_aborh testing was performed on an in-house galileo with retention anti-d series 4, lot 504688 with in-house donor samples of various rh phenotypes and the customer's sample. All in-house donor samples typed as expected. The customer sample exhibited 1+ reactivity with the anti-d series 4 reagent. Manual tube testing was performed with customer's sample and a variety of manufacturers' anti-d reagents. Sample exhibited 2+ to 3+s mixed-field reactivity at is with all anti-d reagents tested. The operator manual states: "the galileo does not differentiate mixed-field reactions". The event is the result of known instrument limitations.